Event description:
1/05: kyphon's medical director called treating physicain's office. The doctor was not available. Return telephone call requested. 11 days later treating physician's office called. Medical director was asked to call back on monday. 3 days later treating physician's office called. Doctor to return telephone call. The treating physician returned the call. The patient was with a painful osteoporotic fracture of i7 treated with balloon kyphoplasty. A bipedicular technique was used to reduce the fracture. When the inflatable bone tamps (ibts) met in the midline, one broke. When the broken ibt was removed, the tip that included the radiopaque marker was missing. A radiograph confirmed the presence of the radiopaque tip in the vertebral body. No attempt was made to remove the balloon fragment. The treating physician was satisfied with the fracture reduction and the void was filled with bone cement encasing the balloon fragment. The procedure was completed without further complication. The patient was discharged home and is currently doing well. Kyphon medical assessment and disposition: this patient did not experience a serious injury and medical intervention was not undertaken to prevent permanent impairment of body function or permanent damage to body structure: however, the ibt did malfunction since it did not perform as intended. Should this malfunction recur it is possible that a physician would attempt medical intervention to retrieve the broken tip.